Event description:
Pt brought to catherization lab for angiography & vein graft visualization. There is severe high-grade obstructive disease in the circumflex. A rotablator wire was advanced to the distal portion of the circumflex. A 1.5 burr was used to ablate the plaque. This was performed without difficulty. Upon removal of the rotablator, the burr froze on the guidewire in the proximal portion of the circumflex and couldn't be removed. Pt became hemodynamically unstable, an adrenaline drip was instituted and an intra-aortic balloon pump was inserted. Pt was transferred emergently to surgery for revascularization and removal of the device. Pt expired in the operating room.